Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device interrogation was not succed as this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This crt-p was then successfully replaced. No additional adverse patient effects were reported. Device is expected to be return.

Event description:
It was reported that a device interrogation was not succeed as this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This crt-p was then successfully replaced. No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device interrogation was not succeed as this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This crt-p was then successfully replaced. No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device interrogation was not succeed as this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. This crt-p was then successfully replaced. No additional adverse patient effects were reported. Device was received for analysis.